Event description:
It was reported that the left ventricular (lv) lead was inactivated due to high thresholds. It was also noted that the patient's (lv) vasculature was not adequate for placement of an lv lead. There were no reported patient complications as a result of this event. The device had been replaced due to high outputs and possible early eri from the high lv thresholds. It subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.